Event description:
The rptr indicated that the device displayed "high ohms" and the output voltage is listed as 0.0 or 0.3 volts. Several tries were required to retrieve the telemetry data. Normal valves were eventurally obtained.